Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 40 mg/dl and was taken to the hospital for assistance. Customer stated that her insulin pump insulin pump was malfunctioning and she ended up in the hospital. Nothing further was reported.